Event description:
It was reported that (1) tlc55 was used during a unknown procedure. It was reported by the affiliate that the original cartridge fired fine and the two reloads would not fire. The second reload cartridge is mounted in the device. Opened another device to complete the case. There was no adverse pt outcome.